Event description:
It was reported that this insertable cardiac monitor (icm) was explanted a couple of months after initial implant for an unknown reason. No new system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of a failure.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted a couple of months after initial implant for an unknown reason. No new system was implanted. No additional adverse patient effects were reported.